Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on 16 mar 2022. The patient was stable in condition.